Manufacturer narrative:
Occupation: other non-healthcare professional: supplies department. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a procedure using a cook multi-use holmium laser fiber, the fiber was discovered broken. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported, prior to a procedure using a cook multi-use holmium laser fiber, the fiber was discovered broken. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One cook multi-use holmium laser fiber was returned for investigation. The metal hub was returned detached from the silicone cover, and the laser fiber was also attached. There was adhesive residue on the metal cap. The tips of the laser fiber were frayed and broken. A document-based investigation evaluation was also performed. As no lot information was received by the user facility, reviews of the device history record and complaint history could not be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which list the following factors that affect the life of any particular fiber: extended lasing at high power, continuous lasing with the fiber tip in contact with tissue, poor reprocessing (length of fiber removed in reprocessing should be no less than 2.5 cm), lasing with a contaminated or damaged proximal end, improper handling, poor laser beam alignment or focus, never subject fiber to sharp bends in handling, use, or storage. Always keep the proximal connector-end dry and free of contaminants. Discard any laser fiber that is cracked or broken, or does not meet minimum power transmission standards. Ferrule dust cap should stay attached when the fiber is not connected to the laser system. Do not exceed recommended power limits. Evaluation of complaint device confirmed the ferrule detached from the plug and the metal hub was separated from silicone cover, but existing adhesive residue on the metal cap confirmed that the parts were glued properly. Additionally, the tip of the laser fiber was frayed and broken, but there was no sign of charring, indicating that no energy was transmitted through the fiber when the issue was noticed. It is unknown the number of times the device had been sterilized by the user facility, or if the breakage occurred during sterilization. Based on the available information, cook has concluded that the most probable cause of device separation and breakage is related to improper handling of laser fiber during device usage or the sterilization process. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.